Event description:
The initial reporter called and reported that officepacs will not launch on the workstations because guardian is running on the server. They were receiving an error stating "officepacs has encountered an error and needs to be restarted." Upon further investigation, it was identified that guardian was running during business hours and potentially causing the error. The time scope of the data backups was changed to facilitate the office hours of the clinic. As a result of this change, there is potential that guardian data backups were not occurring completely.

Manufacturer narrative:
There is no established expiration date for this device. Device manufactured date is unk at this point. Further attempts will be made for this information. Evaluation summary - win perform tests were run to substantiate performance issues related to the guardian backup service running in the background. The site was set to have guardian functional outside of business hours. There is a potential that some data was not completely backed up. Further investigation is ongoing. This is not a single-use device.